Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. The patient reported that they were not sure if the ins recharger (insr) was charging the ins. The patient had been trying to get a full charge for two days and the charge was ¿not holding.¿ the patient was getting a normal charging screen and was not getting full coupling at the time of the call but was getting full coupling earlier. The patient stated that they do not feel stimulation in their head all of the time. The patient clarified that there was an issue with the stimulation and they were only able to feel the stimulation on the left side of the head and it did not feel like it was lined up. The patient could barely feel the stimulation. It was reported that the patient had two bad falls two weeks prior to the call. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient didn't feel stimulation on the right side of their head. The patient reported that the stimulation moved and that their left side stimulation was in their ear. It was noted that the patient was in the process of finding a new doctor to manage the system. No further complications are anticipated.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.